Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2010. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and (B)(6) 2011. Temperatures were recorded below the recommended minimum temperature during this time. Multiple manual power ups of ten minutes duration between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low battery fails may be due to a depleted pad-pak being installed or the pad-pak being incorrectly seated within the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.